Manufacturer narrative:
The lead remains implanted and therefore, will not be returned for analysis. As a result, the allegations against this lead (loss of capture) cannot be confirmed. The device history records (DHR) were reviewed, and no rejects or anomalies were recorded in the DHR. The complaint files of the lead model were reviewed and there were no other complaints against this lot number. The lead is still implanted; therefore a root cause of the failure could not be determined. The potential effect to the patient for the reported failure may be related to: periodic or continued loss of pacing or sensing and another procedure may be required for repositioning or removal. The potential cause(s) for the reported failure may be related to: physician coils the lead which can twist the lead body, the tine is not securely affixed to the heart tissue, not enough slack in the lead when implanted, and improper lead placement by physician. A review of the risk for this failure mode identified the risk to be as low as possible or medium risk. Based on this investigation a CAPA is not required. A review of the in-process and final inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, measurement of "d" dimension on is-1 connector and tubing inspection is done. Also, a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. After implantation the patient should be monitored for several days for electrode displacement, and the lead should be repositioned if necessary. Lateral lead tip placement in the atrium or perforation of lateral atrial wall may cause phrenic nerve stimulation. Perforation of the ventricle wall may cause diaphragmatic muscle stimulation and also cardiac tamponade. It is difficult to explant a passive lead due to its ingrown distal end. It is recommended to cap the proximal portion off whenever the lead will be left in the heart. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported they were contacted by the nurse regarding recently implanted device dual chamber (reply dr (B)(4)) ventricular non-capture seen on ECG monitoring. ECG shows episodic loss of ventricular capture. Sensing test demonstrates r waves varying between 4 and 15 mv. Recommendation made to investigate v lead (petite 58 rb) via x-ray and consider repositioning based on analysis.